Event description:
Customer states: the integral flow-stop and the tubing guide are inserted backwards in the tubing.

Manufacturer narrative:
Reference recall # z-1662-2012. The complaint was confirmed.